Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure. A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On (B)(6) 2020 haemonetics was notified of a donor fatality which had occurred the day following the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, the pcs®2 plasma collection system collected 880ml of plasma. The cause of death was unknown, an autopsy was pending at this time.